Event description:
During an in clinic follow-up, a dislodgement of the right atrial lead was observed. Upon repositioning, the lead was unable to be anchored to the tissue despite the helix appearing to work as expected under diagnostic imaging. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition. The helix mechanism was tested after it was removed and the helix worked well, however, a piece of plastic moved with the helix which appeared to hinder it's ability to be fixed into the patient tissue.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. The reported event of helix damage was not confirmed. No anomalies were observed at the helix and the extension length was measured within required performance specification. The steroid plug was also revealed to be shifted distally when the helix went out of the lead body which is consistent with the reported event of piece of plastic that was seen by the field. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts.